Manufacturer narrative:
B3: event date: unknown. One device was returned for evaluation. Visual inspection revealed the top case damaged on the front right corner and cracked plunger case. Event history log confirmed the pump powers up alarming and blank screen. Functional testing was able to replicate the reported issue. The root cause was determined to be the reprogramming from the base unit to top unit was incomplete by the user. The device software was correctly updated. Event service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system error/software update. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
H2) correction: a1-a2 and a4-a6 corrected. B2 corrected. B5-b7 corrected. D4 primary UDI number corrected.

Event description:
Additional information was received and per the reporter, there was no patient involvement, and no patient harm/adverse event reported.